Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose that was over 600 mg/dl. The customer had been in the intensive care unit multiple times. They had steroid induced diabetes. The customer also reported that the device was dropped at the hospital and then was run over by a stretcher. The battery cap fell off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The test reservoir does locked in properly inside the reservoir tube. However, pump received with no backlight due to faulty el panel. Pump received without the original battery cap. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.